Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostim ulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that one of the patient's ins sites was getting hot while recharging and took longer to charge. The patient's impedances were normal. The patient used 1 recharger on both their ins's. They were advised to see their physician to do further examination. No symptoms were reported. No further complications were reported/anticipated.